Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator's (epg) rate was unable to be changed from the default setting. It was indicated that the upper case was dented, the lower case was broken, and the serial number label was punctured. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had a new battery and the rate was unable to be changed from the default setting. The epg was returned for service. There was no patient involvement.